Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively when surgeon opened the package the stem was marked with size "12" but was smaller than usually. Another size 12 implant with right dimensions was available.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe complaint description states that intraoperatively when surgeon opened the package the stem was marked with size "12" but was smaller than usual.the device associated to the complaint was returned for analysis. The stem returned is engraved (B)(4). It is consistent with the labelling of the package. The dimensional verification showed that the stem corresponds to a size 11 stem (ks 11). 30 parts of batch (B)(4) were manufactured in (B)(4) 2017. The analysis performed shows that the the mix occurred at dragfinishing operation. DHR records show that batches (B)(4) (product code (B)(4) (product code (B)(4) ) were reworked at the same time and day after dragfinishing. 10 parts of size 12 stems were detected in batch (B)(4).. Based on the information received and the investigation performed, the root cause of the incident is related to supplier manufacturing process. A supplier CAPA (B)(4) 2018 and depuy mdd (B)(4) have been raised for this issue to determine the root cause and implement corrective actions. Qrb was held on the(B)(4) 2018 (pie 1104627) for this issue, and a decision was taken to withdraw the impacted products from the market. The issue will be monitored through post market surveillance reviews. Device history review DHR records show that batches (B)(4) (product code (B)(4) (product code (B)(4)) were reworked at the same time and day after dragfinishing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.